Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: metallic foreign body at the right lateral acetabular margin as noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured and a piece was retained by the patient. The fragment was removed from the patient during an unrelated surgery. Attempts have been made and additional information on the reported event is unavailable.